Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. A revision procedure was performed to replace the implantable cardioverter defibrillator (ICD) due to normal battery depletion. After the new device was implanted, out of range shock impedances were observed in one vector. The physician has elected to continue monitoring the system. The rv lead and the ICD remains in service. No adverse patient effects were reported.